Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel was flashing when not attached. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the front panel of the unit was flashing when there is no scope connected but when they connect a scope it stops. Tac instructed there is a spring-loaded switch in the 12 o'clock position inside the socket. Sometimes that gets stuck in and when you have a scope in there the pins on the scope connector let the light source know there is a scope inside. The customer was able to push on the switch and it popped back out to the correct position. The issue was resolved, and the unit worked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the scope detection switch being stuck. Olympus will continue to monitor field performance for this device.